Event description:
The report stated that during a gastrectomy, after approximately 20 seals, smoke could be seen coming from the handswitch button. When the surgeon pressed the button, a flame came from the button. Neither the patient nor the surgeon was injured. The surgery was completed successfully.

Manufacturer narrative:
Date of initial report: 12/16/2008. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.